Event description:
Per the clinic, the patient experienced dizziness, vertigo, pain, sharp bend in the electrode and poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2023 and the patient was reimplanted with another cochlear device during the same surgery.